Event description:
It was reported that the pump was not working as well as before because per healthcare provider (hcp) "only 75% of the medication was delivered as intended, due to residual volume." A pump explant was indicated to be scheduled this summer. As of the date of this report patient felt the medication was received even though she got the denial on the ptm (personal therapy manager). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Programmer model/serial# unk; catheter model: 8709, lot# j0058204r, implanted: (B)(6) 2001, explanted: unk. (B)(4).

Event description:
Additional information: the doctor was giving the patient ¿extra¿ medicine to cover the volume discrepancy. The patient was seeing a bolus denied screen on their personal therapy manager (ptm). This was confirmed to be normal performance because the patient was in their lockout interval; a bolus had been delivered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).